Manufacturer narrative:
Device evaluation summary: the pump investigation included priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and flowed per specification. (B)(4).

Event description:
It was reported that the pump location was causing pain to the patient and was uncomfortable. There were no functional issues reported. The device was explanted on (B)(6) 2016 and returned for evaluation.